Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system sn (B)(4) for investigation. A follow-up report will be submitted when the console is returned and the investigation has been completed.

Event description:
During ivtm therapy, the thermogard console sn (B)(4) displayed tcmid:02 (ce danfoss error) error message. Following this, the console was replaced with a secondary thermogard console and continued with ivtm therapy without any delay. No consequence or impact to the patient.